Event description:
Device malfunction: foot break. Symptoms/ae: using a sheath to snare the broken foot. Time of device: malfunction/symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, the distal end of the foot broke off in the patient's anatomy. The physician, using a balkin steel sheath, snared the foot using a contralateral approach. The physician used a second proglide from the same lot to achieve hemostasis in the femoral artery without incident. The physician stated, he suspects the foot break was due to the angle of entry; the patient had been placed on a wedge because of pulmonary issues during the interventional procedure. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device found the plunger was still in the pre-deployed position and the suture remained inside the device. The guide was broken at the suture bearing area. Based on the incident description, the physician suspects the guide break was due to the angle of entry. No malfunction was detected and no root cause could be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.